Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In how many days did the suture absorb? What medical or surgical intervention was required?

Event description:
It was reported that a patient underwent a hysterectomy procedure and suture was used. After the procedure, the surgeon saw that the suture absorbed "too quickly¿. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Unopened representative samples were returned for evaluation and examined for visual defects: according to the sample condition, the samples meet the finish good requirements and no performance - absorption of suture could be observed.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.